Event description:
The physician reported upon opening the detachable coil package for preparation of use, it was noted that the sterile inner pouch had been compromised. The physician used another similar device for the procedure. There was no allegation of harm.

Manufacturer narrative:
The device in question has not been returned to boston scientific for further evaluation. Therefore, boston scientific cannot conclusively determined the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.